Manufacturer narrative:
Evaluation summary. One opened slit knife in a blister labeled was received for the report of a knife that was not sharp. The sample was inspected per facility procedure and was determined to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. The final customer lot was identified. A review of the device history records (DHR) was performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates this is the first complaint against the reported lot. How the blade became damaged cannot be determined from the evaluation. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Sample received by a company representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that a knife was not sharp during surgery. Another knife was used. Patient impact information is unknown. Additional information has been requested. This is one of four reports being filed for this facility. This report is for the event occurred on (B)(6) 2015.